Manufacturer narrative:
The electrode lot number dgf10. The expiration date was requested, but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results for an unknown number of patient samples tested with the chloride (cl) electrode on a cobas c 303 analytical unit. On (B)(6) 2025: the initial result was 90.3 mmol/l. The repeat result was 100.6 mmol/l. The second repeat result was 100.7 mmol/l. On (B)(6) 2025: the initial result was 139 mmol/l. The repeat result was 100 mmol/l. It is unknown if the results correspond to one patient sample or two separate patient samples. It is unknown which results were deemed correct.

Manufacturer narrative:
It was confirmed that the results corresponded to two separate patient samples. The repeat results were deemed correct. The results were reported outside the lab and amended. The field service engineer (fse) identified a partially clogged vacuum nozzle and replaced it along with the sipper nozzle and cleaned the electrodes. The fse ran calibration, controls, and precision tests successfully. The investigation determined the issue was most likely caused by improper emptying/drying of the mixing vessel. This is mostly caused by contamination of the dilution vessel and/or clogged vacuum nozzles. The mentioned contamination comes mainly from the poor quality of the processed samples caused by pre-analytical factors. The issue was locally solved by service maintenance, and the root cause was determined to be pre-analytical.